Event description:
It was reported that a user sought assistance for perceived frequent hypoglycemia while using the ilet, expressed concern that the system continued insulin during pause and below threshold, and believed a higher-volume novolog vial indicated higher potency; device data instead showed predominantly hyperglycemia with very limited documented lows over the recent reporting period, and education was provided that any observed lows were likely related to active insulin from correction or meal announcements rather than basal delivery during pause. Symptoms included user-reported sensations of feeling low and one documented glucose value near 40 mg/dl, with current glucose around 154 mg/dl. Outcomes included user concern about nighttime safety and a request for further support, with no hospitalization, no alerts or alarms, and no injuries reported. Investigation included review of device reports and troubleshooting with education, with referral for additional training. Investigation of this case revealed inconsistent perception of hypoglycemia compared with device data, with likely contribution from user actions related to corrections or meal announcements, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy settings or behaviors requiring additional user education and potential reconfiguration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.